Manufacturer narrative:
(B)(4) for the reported event of oversheath torn. A visual examination of the returned device found that the over sheath was torn and accordianed. The device was half deployed and the clip assembly was not returned for analysis. The yoke, which was still attached to the control wire, was actuated and deployed. Additionally, the sheath grip was detached from the over sheath. The condition of the returned incident device was not consistent with the reported event of deployed prematurely based on the device return condition. However, the evaluation revealed that the oversheath was cut and torn at its proximal end. Review and analysis of all available information fails to indicate a root cause for this event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
I was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the resolution clip device was removed from the package, it was noticed that the clip had already deployed. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be "fine." This event has been deemed reportable based on the investigation results: oversheath torn.